Event description:
The customer was reported that the pump displayed a travel course error or alarmed¿small little crack on the case during testing. There was no patient involvement/ no harm reported.

Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. Review of the event history log (ehl) showed a travel coarse error. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to worn-out clutch parts. As a result, the left and right clutch, clutch spring, worm gear, worm coupling and motor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.